Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading 300 units of insulin. Reportedly, the customer received a fill estimate of over (+)240 units of insulin, however, the insulin gauge then displayed over(+)180 units of insulin. Customer's blood glucose (bg) level was 195 mg/dl.